Event description:
Fifteen days after activation of the device, this patient developed a skin flap infection that was treated with oral an IV antibiotic therapy. The patient was later hospitalized and the devivce was explanted (date of surgery unk). She has not decided if she wants to be reimplanted.